Event description:
Same pt as MFR report#: 6000093-2005-00274. Same case as MFR report #: 6000093-2007-00225. Clinical trial. It was reported that 370 days following the index procedure, the pt required a target vessel reintervention. At the time of the index procedure, the pt was admitted from another hospital with a diagnosis of acute anterior wall myocardial infarction. ECG demonstrated "sinus bradycardia with q waves noted in leads iii and a vf with flattened t waves in leads v5 and v6". The pt was referred for cardiac catheterization. Target lesion 1 was located in the proximal rca (right coronary artery) with 100% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with predilation and placement of a 3.5x20mm taxus express2 drug eluting stent, with 0% residual stenosis. It was decided to treat the mid lad (left anterior descending) at a later date. Post-procedure, the pt developed a right groin hematoma. The pt reported a 'burning' sensation at the site; no paresthesias in the lower extremities and no ecchymosis were noted. The pt was transferred to the coronary care unit for further evaluation. The pt's hematoma stabilized and she was discharged five days later on asa and plavix therapy. Nineteen days after the initial procedure, the pt returned for a staged procedure to the mid lad. Target lesion 1 was located in the mid lad with 90% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with ptca and placement of a 2.5x16mm taxus express2 drug eluting stent, with 0% residual stenosis. Per cath report, 70% stenosis (proximal to the previous stent) in the proximal rca was noted and a 3.0x 8mm taxus express2 was deployed in the proximal rca overlapping with the previously placed stent with 0% residual stenosis. The pt was discharged the next day on asa and plavix. The pt was admitted to the hosp 370 days following the index procedure with symptoms of chest discomfort. Upon admission, ECG showed nonspecific inferior wall st changes. Cardiac enzymes were negative. Another manufacturer's 3.5x13mm drug eluting stent was deployed in the mid rca with 0% residual stenosis. The pt was discharged the next day on asa and plavix. It was reported that the relationship of the device to this event was unk.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution.